Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the balloon loss of pressure and detachment could not be definitively determined based on the information available. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
A shockwave m5+ peripheral intravascular lithotripsy (ivl) catheter was used to treat an iliac lesion. It was reported that during the procedure, the balloon ruptured while pulsing and detached from the catheter. Additional information indicated that the detachment occurred after treatment when excessive force was used to remove the balloon due to resistance in the sheath. The balloon was fully deflated before removal and the remaining fragment was covered with a stent. The physician believed the balloon ruptured during pulsing, causing fragmentation. No additional details related to patient demographics or medical history are available. The was no patient harm related to the event.